Manufacturer narrative:
Correction: patient code 1733 for autoimmune reaction was incorrectly used for this event. The patient did report that results of blood tests done in 2018 are consistent with autoimmune disease. However, no specific autoimmune disease was mentioned. The correct code for this event is 3191 no code available (patient suffered from generalized illness). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 21-feb-2020, mentor received additional information about the event: the patient dob is on (B)(6) 1976. Patient age at the time of event is 23 years old. The patient race is white and her ethnicity is not hispanic/latino the implantation date of the suspect medical device was initially reported to be sometime in the year 2000. New information states that the implantation date is on (B)(6) 2000. The patient developed a palpable mass in her left breast. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown procedure with a mentor smooth round moderate profile 350cc saline breast prosthesis (right device) and a mentor smooth round moderate profile 375cc saline breast prosthesis (left device) and suffered several unexplained systemic symptoms, including chest compression, shortness of breath, migraines, extreme weakness, chronic fatigue, cognitive impairment, memory loss, dizziness, candida albicans yeast infections, periodic movement limb disorder, nighttime agitation, hair loss, depression, excessive nocturnal sweating, repeated infections (sinusitis, bronchitis, laryngitis), pain (shoulder, trapezius, neck, lower back, hip), dizziness, tendonitis, arm and leg numbness, brain fog, severe palpitations, lightheadedness, vertigo, sudden fainting episodes, frequent urination, spinal pain, joint pain, muscle pain, anxiety, and panic attacks. Patient reports that results of blood tests done in 2018 are consistent with autoimmune disease. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the right breast prostheses.